Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Event description:
Sales rep. Called and informed that: "the siphonguard broke off from the valve". More details will be provided when available". Please send a warranty replacement to the sales rep.e-mail received from the sales rep. On (B)(6) 2014, informed that: "patient underwent a revision on (B)(6) 2014-- after accessing site of valve noted csf leakage around valve. After further review, the siponguard had torn and dislodged from the housing. Replaced complete system with another 82-3842".

Manufacturer narrative:
Additional information: upon completion of the investigation it was noted that: the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; a tear/cut was noted in the silicone housing, around the siphon guard. It was not possible to leak test the valve due to the damaged silicone housing. The catheter and siphon guard were irrigated, no occlusion was noted. Review of the history device records confirmed the valve 82-3842, lot clbbjz, was conformed to the specifications when released to stock on the 2nd february, 2010. The root cause for the problem reported by the customer was probably due a sharp or pointed object coming into contact with the silicone housing. As indicated in the IFU important information of the valve ¿silicone has a low cut and tear resistance.